Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the pump¿s keypad does not always respond when pressed. The customer¿s blood glucose is 263 mg/dl. She was not able to put her carbohydrates in. The caller was assisted with walking him through the bolus wizard. The customer declined troubleshooting for her high blood glucose because she treated with the pump. The insulin pump will not be returning for analysis.